Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: b5, d8 h2, h3, h4, h6. Corrected fields: d10. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be established. However, based on the investigation, the event may have been influenced by the use of products from other companies. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited blackout. The issue occurred during inspection for use, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.